Manufacturer narrative:
1038671-2024-00374 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00374. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and then experienced a revision surgical procedure approximately 110 months after initial implant. The patient was experiencing joint laxity. Loosening of the femoral component was noted with no significant gross wear of the insert and no significant post damage. The patient was awoken from anesthesia and taken to the pacu in stable condition. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.